Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device displayed a "defib charge timeout failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including defib cycle and shock testing with battery power alone and with ac power without duplicating the report. Internal inspection of all power connections including the battery terminals and battery communication assemblies found no discrepancies. This error can occur when the device has an older battery that is not in calibration. The battery that was used during the reported event was not returned for evaluation, but communication with the customer established that the battery was eight years of age which is old by our standards. Zoll recommends keeping a fully charged spare battery with the defibrillator at all times. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.